Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: cmde 18 300cm; sheath: 45cm 6fr destination (terumo). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents reported from this lot. The investigation was unable to determine a cause for the reported deployment issue. It may be possible that the distal sheath was bent or entrapped within in the anatomy such that the ratchet was unable to engage the stent properly, causing resistance with the thumbslide and preventing full deployment; however, this could not be confirmed. The difficulty removing, and tip detachment were due to case circumstances and the result of the deployment difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, 99% stenosed, heavily calcified lesion in the narrow, mildly tortuous proximal femoral artery. The lesion was pre-dilated with multiple balloon catheters and a 6.0mm supera was deployed in the distal lesion. Another 6.0x80mm supera self expanding stent system (sess) was attempted to deploy at the proximal end of the target lesion however the stent was not able to be completely deployed with the thumb slide. The physician tried to slide the deployment lock, but there was no difference. A non-abbott 6fr sheath was advanced to retrieve the sess. Resistance was met retracting the sess and the tip of the device caught on the sheath, causing it to separate. The supera stent was able to be completely deployed during retraction and the tip was retrieved with a snare device. The stent was ultimately implanted in the intended area. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.